Event description:
Contact reported that a procedure was performed 4-months post-op to remove loose portion of a cufftack anchor. Two anchors had been implanted. One cufftack anchor remains firmly in place and the rotator cuff was found to be fully healed.